Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inpact admiral drug eluting balloon was used 6 weeks post its expiry to treat a patient in the sfa. It was reported that the issue was due to the fact in not reading the expiration date out loud. No patient injury was reported for this event.